Event description:
Unomedical reference number (B)(4). Event occurred in colombia, it was reported that on 29-jun-2024 the patient father reported three infusions set fell off due to tape changed. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. E1: patient city: (B)(6).